Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device is not returned.

Event description:
It was reported by that this patient was hospitalized with due to complaints of high power and concern for hemolysis. Log files were sent. The patient received lysis therapy two times which were unsuccessful before being taken for pump exchange. The exchange was successful in improving lab and pump parameters. The last report received indicated that the patient was stable in the intensive care unit. No further information was provided.

Manufacturer narrative:
Correction: the device was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 102 high watt alarms have been logged since (B)(6) 2016, confirming the reported event. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 14.8w on (B)(6) 2016, outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high watt alarms and elevated power can be attributed to external factors such as thrombus formation based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.